Event description:
A "start new sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and seizure. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. However, all results were not within the specifications. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. Visual inspection was performed on the returned sensor and no evidence of misuse or abnormalities were observed. Data was extracted using approved software, and extraction was successful. Performed a smu test to check the functionality of the sensor and check the accuracy of the returned sensor's readings. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates that the sensor is in normal operation mode and fully functional. Electrical current and temperature values both were observed on the returned sensor within specification, indicating no accuracy issues were present in the returned puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No errors were observed during testing . The returned sensor passed all test and no evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "start new sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and seizure. No treatment was reported. There was no report of death or permanent impairment associated with this event.